Manufacturer narrative:
Devices remain implanted. Instruments used to implant these devices are supplied with an IFU that states the validated steam sterilization parameters to ensure sterilization prior to use. This is the first reported case of infection in a surgery that involved this device product line. See mdrs 1833824-2013-00013, 1833824-2013-00014 and 1833824-2013-00015 for other devices involved in this same occurrence.

Event description:
Pt underwent a lumbar spinal procedure on (B)(6) 2013 which included lumbar drains and developed symptoms of infection approximately 5 days postoperatively. Pt was discharged home 3 days postoperatively and developed a fever approximately 5 days postoperatively. The pt was seen on (B)(6) 2013 and the incision appeared benign and without tenderness to palpation or erythema or drainage. An irrigation and excisional debridement of superficial and deep lumbar wound was performed on (B)(6) 2013. No pus, order, necrotic tissue, or pathogenic processes were observed. Blood and superficial and deep cultures were obtained and sent for testing. All blood and fluid specimens were negative. A superficial lumbar swab was negative for growth and one deep lumbar swab was positive for (B)(6). Antibiotic therapy was prescribed.